Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for unspecified white rubber foreign material in nozzle could not be determined since whether there was deviation from instructions for use on reprocessing steps for the point where the material remained is unknown, and no physical damage of the device was confirmed at where the foreign material was remained. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for uses states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material inside the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found that no water was fed due to clogging of nozzle. In addition, the air/water cylinder was deformed and had no color. Due to wear of angle wire, the bending angle in down direction does not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted.